Event description:
It was reported that only question marks appeared on the programmer in place of the impedance of defibrillation readings during a cardiac resynchronization therapy - defibrillator (crt-d) implant procedure. The crt-d device was successfully reprogrammed to acquire an impedance reading. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).